Event description:
It was later reported that the device was explanted and replaced due to normal battery depletion. No patient complications have been reported as a result of this event.

Event description:
It was reported that patient heard an alert tone from the device and reported to the clinic where interrogation showed that the device had a power on reset (por) due to a memory corruption. The device was cleared and remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the actual device was not received for evaluation. We did receive performance data collected from the device and have analyzed the data. There was one power on reset (por) for write to locked random access memory (ram), with an address equaling 0e43, data equaling 01 on (B)(6) 2012 14:48:40. There was one patient alert for the por on (B)(6) 2012 13:48:40.

Manufacturer narrative:
Product summary analysis: the (B)(4) device was returned and analyzed. The device met 80% of expected longevity. Without the history of the programmed settings throughout its service life, there is no way to determine why the longevity did not match the predicted model. The returned device indicated a memory error for a ram (random access memory) integrated circuit.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.